Event description:
Sorin group (B)(4) received a report that during tear down, the clinician noted blood in the heater/cooler water lines as they were removed from the oxygenator. There was no report of pt injury. Pt is fine.

Manufacturer narrative:
Sorin group (B)(4) manufactures the (B)(4) oxygenator and it is a component of their heart lung tubing set (B)(4). The 510 (k) number is k043323. The incident occurred at (B)(4). This report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that during tear down, the clinician noted blood in the heater/cooler water lines as they were removed from the oxygenator. There was no report of pt injury. Pt is fine. Sorin group(B)(4) has received the oxygenator for eval. A f/u report will be filed when the investigation is complete.